Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, the perceived root cause of the ileofemoral artery dissection was the expansion of the sheath due to insertion of the delivery system and valve or the method for withdrawal of the delivery system which caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, a dissection was observed in the access artery. Access was obtained from the right femoral artery. A 16fr dilator and a 16fr esheath were inserted without resistance. When a novaflex+ delivery system was inserted and a 23mm sapien xt valve passed through the external iliac artery (eia), resistance was encountered. The sapien xt was implanted without incident in the intended position. Upon withdrawal of the delivery system, the flex catheter was not set to the default position but was in the alignment position. After withdrawal of the sheath, a vascular intimal flap was found on the sheath. Angiography showed dissection both in the eia and the access site. After withdrawal of the sheath, vascular intimal flap was flushed out from the lumen. An endovascular therapy stent was placed in the eia and kissing balloon technique was performed. The injury was confirmed to be covered post placement of the stent. Angioplasty was performed in the access site. The blood flow could be confirmed by angiography, the procedure was completed. The proctoring doctor stated that expansion of the sheath due to passing the valve or the method for withdrawal the delivery system would have caused the event. The physician stated that the dissection was caused when the sapien xt passed through the eia. As for the cause of the intimal flap found in the sheath lumen, it was considered that the vascular intima had been damaged at some time and the intimal flap was worsened by the contrast flow during angiography upon withdrawal of the sheath, which resulted in disruption into the lumen. The access vessel minimum luminal diameter (mld) measured 6.9mm with no calcification and no tortuosity.